Manufacturer narrative:
Continuation of d10: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-aug-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on an unknown date the patient started noticing they were getting minimal pain relief from the spinal cord stimulation system.  X-rays were performed and indicated anterior lead placement.  On (B)(6) 2024, the pt had the anterior lead replaced.  The rep reported the issue was resolved.

Manufacturer narrative:
Concomitant: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the lead was not intentionally placed anterior. Anterior lead was found during office visit x-rays. Per the hcp, x-rays were taken during an office visit as patient was having minimal pain relief. No lateral x-rays available from implant date to determine if the lead was implanted antenna or if it migrated. The lead was discarded by the or staff.